Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no audio alert. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The patient reported the app alerted for continuous glucose monitor (cgm) of 4.5 mmol/l; however, he did not remember any additional alerts after that or prior to losing consciousness. The patient lost consciousness, emergency medical services (ems) was called, and the patient¿s blood glucose (bg) was 1.9 mmol/l. The paramedics treated the patient with an unspecified medication to increase his bg. At the time of report, the patient was feeling fine. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.